Event description:
It was reported that during an angioplasty procedure, removal difficulties were encountered. The lesion was located in the left superficial femoral artery (sfa). The physician used the ultra-thin diamond balloon catheter to perform the left sfa angioplasty; however, during withdrawal, through another manufacturer's sheath, the balloon became "hung up and torn." Subsequently, the sheath and balloon catheter were removed. The balloon was intact following removal. A second sheath of another manufacturer was inserted and a 5x100 polarcath balloon was advanced to the lesion. This device was used successfully. Following this, a 6x60 polarcath balloon was advanced. However, the physician was unable to pull negative pressure on the balloon. After several attempts, the physician advanced a 6x40 polarcath balloon and was able to finish the case successfully with this device. No pt injuries or complications have been reported. Pt status is listed as "ok".